Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip broken. The broken fragment was returned for evaluation. The reported allegation can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drive shaft for ria 2 520mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review. Part: 03.404.035. Synthes lot: j008354. Supplier lot: j008354. Release to warehouse date: 01 jun, 2022. Supplier: (B)(4). No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2025, the surgeon was using the ria 2 on the patient tibia non-union and while pulling the ria assembly back out noticed the end of the ria driveshaft and reamer head were not there. He took a lateral x-ray and could see the end of the ria driveshaft and ria head still in the patient canal. They pulled the guide rod out and the ria items came right out of the canal. The procedure was successfully completed with no delay. There was no patient consequence reported.